Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred while the customer was sleeping. Installing a second cartridge did not resolve the issue. Customer reported that there was no visible cracks or damage to the cartridges. Customer's blood glucose was 115 mg/dl. Customer reverted to manual injections for insulin therapy.